Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with its pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced while advancing the smart coil through its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and offset coil winds may occur. The offset coil winds caused resistance when advancing the coil during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure to treat a major aortopulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached four smart coils into the target vessel using a non-penumbra microcatheter without an issue. After introducing the introducer sheath of a new smart coil through the hub of the microcatheter, the physician encountered resistance inside the introducer sheath and was unable to advance the coil at all. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.